Event description:
The patient was hypotensive and bradycardiac, receiving multiple pressors and code drugs when he was noted to have leakage coming from the site at which the IV tubing is connected to the manifold. Despite attempts to reconnect, could not be corrected. Manifold was removed, medication administration continued and patient regained his heart rate and blood pressure.